Event description:
It was reported that during explant, the distal tip of the right ventricular lead disconnected from the lead body and was retained in the superior vena cava. Multiple attempts to extract the tip were unsuccessful. The lead body was explanted and the patient was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.